Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a research check, it was discovered that the right atrial lead exhibited oversensing and multiple auto mode switch episodes. The patient was asymptomatic and would continue to be monitored.